Manufacturer narrative:
Additional, changed, and/or corrected data: b5 note: imdrf and FDA codes in previous medwatch remain correct. Report being submitted to clarify b5.

Event description:
Healthcare professional reported "right side deflation" of a gel device. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " right side deflation." Device explanted.